Event description:
It was reported that both the atrial and ventricular lead had an insulation breakdown noted upon removal of the leads. Pocket stimulation was also noted below the suture sleeve. It was also reported that the atrial lead caused pectoral stimulation possibly due to fracture. It was further reported that the patient experienced chest pain when pacing in the ventricle. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found that the outer insulation had a breached depression. I was also noted that all conductors had blood/body fluid (not obstructed). The outer insulation was pulled apart (overstress), had a white substance and had a cosmetic depression. The lead was stretched. (B)(4) the full lead was returned in segments and analysis found that the outer insulation had a breached depression. The outer insulation was breached cut, had a white substance on it and a cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched.